Event description:
It was reported that the catheter was "defective". Follow-up is being conducted to obtain information on any impact to the patient. The cath lab nurses reported that there was "no signal" even after everything got connected. The same results occurred after all the other cables were changed. Another catheter was used and the new catheter worked. They concluded the catheter was actually "out of order". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) connector pins bent/broken. Visual analysis found that two connector pins were broken off from the catheter. One pin is for the thermocouple and the other pin is for band number 1. This would have happened at the attempted procedure. The weld was checked on electrode number1 and found to be ok.